Manufacturer narrative:
(B)(4) the device was serviced by a service technician as part of preventative maintenance. Visual inspection, a review of the alarm log, and a service history review were performed. The swollen was identified during visual inspection. The cause of the condition was unable to be determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.